Event description:
Zoll multi-function electrode placed prophylactically for procedure. When it was removed, wire noted to be torn from back pad. If pad would have been needed for procedure, could have been disastrous. Therapy date: (B)(6) 2017. Diagnosis or reason for use: cardioversion.